Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system due to impedance measurements of greater than 3000 ohms on a single vector of this right atrial (ra) lead. Because of the lss, the sensing configuration was changed from bipolar to unipolar. Technical services (ts) analyzed device episode data and found that there were 2 stored episodes of signal artifact monitoring (sam). Ts noted that one episode appeared to be minute ventilation (mv) noise and oversensing while the second episode was only noise that was oversensed by the device resulting in the stored sam episode and the mv feature to be disabled. Other stored episodes of atrial tachy response (atr) showed noise on the ra channel. Ts recommended that the device be reprogrammed to bipolar configuration and the patient come to clinic for isometric testing. A clinic check was performed, and reprogramming done. This patient was not pacing dependent in the ra. No asystole or adverse patient effects were reported. Currently, this pacemaker system remains in service.